Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up report will be sent. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The batch file was reviewed and found to be acceptable. The complaint file was reviewed and no other similar complaint was reported for this batch. A trend review was completed and there is no significant trend for this issue. There was no sample available for analysis. We perform functional checks on a representative sample from every batch at packing. This check includes the ease of removal of the pouch using the starter slits. We have never experienced any issues with this particular check. We continue to closely monitor our complaints for problems of this nature.

Event description:
The customer reported observing accusol precipitation after the predilution pump which occurred on (B)(6) 2010, 36 hours after commencing hemodialysis therapy. Accusol was used on conjunction with an aquarius machine, aqualine blood line and aquamax filter. The therapy settings were blood flow 200ml/hr, predilution 1000ml/hr, postdilution 2000ml/hr and the temperature was 39 degrees c. Potassium chloride (kcl) 20mmol was added to the accusol bags but no medication was added through the lines. All bags of accusol were mixed. No specific alarm was noticed before the event. After identification of the precipitation the treatment was discontinued.